Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on both the right atrial (ra) and right ventricular (rv) leads. Patient was not dependent. Patient had an odd feeling in their chest with noise reversion. Programming changes were performed. Leads will be monitored at this stage, with no replacement. Patient was stable.